Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On(B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), perforation (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, vaginal haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: while processing follow-up information, it was noticed that incorrect country of incident was entered. The correct country of incident should be canada. Furthermore, the reporter¿s information was updated, and new reporters were added. Essure lot number was provided, essure insertion dated updated, and the events uterine perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were added. On (B)(6) 2021: no newclinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), perforation (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure device removal on (B)(6)2019 and to remove essure device). Essure was removed on (B)(6)2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, vaginal haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. Batch no c91762 production date 2014-07-31 expiration date 2017-07-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized for 3 days. The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of the uterus, fallopian tubes or other organs, migration of the essure device to the abdominal or pelvic cavity") in an adult female patient who had essure inserted (lot no. C91762) for female sterilization. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 3, multi gravida, allergic reaction to analgesics (nausea/vomiting), cholecystectomy and cesarean section. Concurrent conditions were listed as pain menstrual, cystitis, frequency urinary, endometriosis, ovarian cyst, anxiety, nausea, cholecystitis, tenderness, dyspareunia, drug allergy (dizziness; gi distress), throat swelling, mouth swelling, yeast infection, penicillin allergy, dysuria, abdominal adhesions, dysmenorrhea and bladder pain. Concomitant products included ferrous fumarate + folic acid (ferrous fumarate, folic acid), fluconazole and tylenol (paracetamol). On (B)(6) 2014, the patient had essure inserted. .on unknown date she experienced uterine perforation (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required), perforation (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019 at the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: specimen: uterine curettings clinical information: heavy menses diagnosis: uterus, curettings secretory phase endometrium with breakdown; on (B)(6) 2018: specimen: cervical sample diagnosis: negative for intraepithelial lesion or malignancy; on (B)(6) 2019: specimen: a. Left fallopian tube and essure device, b. Right fallopian tube and essure device. Clinical information: chronic pain with essure device diagnosis: a. Left fallopian tube and essure device: identified, unremarkable fallopian tube b. Right fallopian tube and essure device: identified, unremarkable fallopian tube gross description: a. Left fallopian tube and essure device: the specimen consists of a tan to deeply congested fallopian tube with fimbriated end (4.4 cm in length x 0.5 cm in diameter), four tan to hemorrhagic irregular ragged fragments of soft tissue (ranging from 0.5 cm to 1. 6 cm in greatest dimension) and three metal coils (ranging from 0.1 cm to 4.5 cm in greatest dimension), one of which is embedded in one of the tissue fragments. B. Right fallopian tube and essure device: the specimen consists of one fallopian tube with fimbriated end (4.3 cm in length x 0.5 cm in maximum dimension), four additional tan to hemorrhagic irregular friable fragments of soft tissue (ranging from 0.5 cm to 2.0 cm in greatest dimension) and two metal coils, one of which is embedded in the soft tissue (measuring 0.4 cm and 3.5 cm in greatest dimension). [Ultrasound scan] on (B)(6) 2015: she was found to have an inflamed gallbladder and an area of either polypoid lesion or sludge or stones, and she was booked for an urgent laparoscopic cholecystectomy. Details: the patient tolerated the procedure very well. No major complications were encountered. She was extubated, awakened, and brought back to recovery in stable condition; on (B)(6) 2018: clinical history: pain in right upper quadrant. Cholecystectomy 3 years ago. Findings: there is no solid renal mass, obstructing stone or hydronephrosis. No worrisome solid hepatic mass. No intrahepatic or extrahepatic bile duct dilatation. No pancreatic mass or peripancreatic cyst or fluid. Impression: prior cholecystectomy with no complications seen. Incidental note is made of a large cyst on the right ovary measuring 35 x 29 x 34 mm. This could represent dominant follicle; on (B)(6) 2019: findings: uterus: endometrial thickness measures 11 mm. No fibroid. No adnexal mass. No significant free fluid in the pelvis. Impression: no significant intrapelvic abnormality. Batch no c91762 production date 2014-07-31 expiration date 2017-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, historical conditions are added. New reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.